Event description:
Information was received that reported a patient was hospitalized in 2009, due an incident of diabetic ketoacidosis. The reporter states the patient awoke the day before, with a blood glucose >300 mg/dl. Around 6:00 pm that day, he began vomiting and tested at >500 mg/dl. Sometime after midnight on original date, he was brought the hospital and admitted with a blood glucose of 548 mg/dl. The patient was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.